Manufacturer narrative:
Failure analysis conclusion: the oad was received at csi for analysis with the guide wire engaged in the device. Visual examination revealed a stent adhered to the crown section and a driveshaft fracture on the proximal side of the crown. The fragment was not returned with the device. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in the stent. However, the exact root cause of the reported event is undetermined. At the conclusion of the failure analysis investigation, the reported fracture and stent entanglement were confirmed. The reported crown jumping and unusual noise events could not be confirmed through analysis. Additional information regarding an event which occurred with the viperwire guide wire used in the same procedure is documented in MDR 3004742232-2019-00314 and 3004742232-2019-00314-001. (B)(4).

Manufacturer narrative:
(B)(6). Character limit does not allow. Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Additional information regarding an event which occurred with the viperwire guide wire used in the same procedure will be documented in MDR 3004742232-2019-00314, to follow. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for use in a severely calcified lesion of the obtuse marginal artery (om). The left circumflex (lcx) bifurcation and om branch angle were tortuous (90 degrees), and another area of 90 degree tortuosity was present in the middle of the om. A drug-eluting stent was also present in the distal om. The guide wire was advanced, and an intravenous ultrasound catheter could not be advanced to the same area due to the anatomy of the vasculature. Three treatments were delivered carefully to prevent the oad from jumping into the preexisting stent. However, the oad jumped into the stent and became stuck. An abnormal audible noise was observed. The oad was pulled back to the left main trunk, and the oad fractured. The fragment was retrieved with a guide extension catheter and snare. The stent was tangled around the broken oad shaft and was also removed. No vessel damage was observed. The stent was replaced, and the procedure was continued and completed. The patient's condition was good.